Manufacturer narrative:
Information was corrected from the following fields: d6a: implant date.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Additionally, undersensing was also observed. Reprograming options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Additionally, undersensing was also observed. Reprograming options and further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.